Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02868. The pt has two leads from the same lot. It was reported, the pt would receive a shocking sensation whenever he tried to turn stimulation on. The pt's wife stated, he had not used the system in over a year. It is currently undetermined whether the ipg is operable. It was reported the pt wants his system explanted. No further info is available at this time.